Manufacturer narrative:
Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window.

Event description:
It was reported that the customer's insulin pump had cracks near the battery compartment. No additional information was provided.